Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue and reported the biomed engineer (be) was uncertain whether the unit alarmed when it shut off. The rse advised the be of the field change order (fco) concerning the replacement of the power management board. The be requested onsite evaluation. A philips authorized service provider (asp) evaluated the device and confirmed error codes 1101 (ventilator restarted) and 3007 in a log review. The asp reported there was no alarm since the ventilator rebooted immediately after the occurrence of the 3007 code. The philips v60/v60 plus ventilator service manual notes if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required (see table 6-2: diagnostic codes and troubleshooting). The asp completed extended run time testing in patient mode and preoperational check with no issues.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit shut off during use on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the customer's complaint. Fse was able to confirm the customer's complaint via the diagnostic log. The investigation is ongoing.